Manufacturer narrative:
Catalog number, lot number, expiration date, UDI number and device manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was intubated with a 2.5 endotracheal tube by the pediatrician. Not ventilating appropriately and requiring high pressures. Reintubated with 3.0 endotracheal tube per anesthesia. Medical staff remember having difficulty with the stylet pre and post second intubation. Ventilator pressures were still high, so the baby was reintubated with a 3rd 3.0 endotracheal tube with improvement in oxygenation and pressures. Upon removal of the second endotracheal tube, it appeared that there was a 2.0 endotracheal tube stuck inside the 3.0 endotracheal tube. There has been no report of clinical affects.

Manufacturer narrative:
Additional information is provided in d.3., h.2., h.3., and h.6. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, ICU medical will reopen this complaint for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).